Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the battery flex is corroded. Analysis also found the upper and lower cases are broken and all three control knobs are cracked. Both bail covers, ring cover, ring cover screw, four case screws, both bails, and ring are missing, ring cover screw is missing. (B)(4).

Event description:
It was reported the case is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.